Manufacturer narrative:
(B)(4). MDR ref #: 6000141-2012-00068 (ivs tunneller).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.